Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. Review of the event history showed air in-line alarms. The air detector was damaged and the cause of the reported issue. The air detector was replaced to address this issue.

Event description:
It was reported that the air-sensor has a dent in it, and that the device alarms air in line during priming. The issue was discovered during testing. Device evaluation revealed the air detector was damaged, resulting in the air in line alarm.